Event description:
Patient reported there is a black, thin line across the whole display of the blood glucose monitoring device. Patient stated the measurement results are not affected. On (B)(4) 2013 preliminary evaluation verified a display malfunction which might lead to the misinterpretation of a blood glucose result (spot monitoring) or the misinterpretation of insulin amounts (insulin delivery systems). No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
Iu observed that the meter is dirty all over and in battery compartment. Iu observed residues of stickers on battery cover and sticky substance on back label. No defects observed on back label other than being dirty. Iu confirmed the meter for display defect; three vertical lines appear on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the last digit of the result during the simulation test; therefore, misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid lines appear on all screens and during performance testing. With review of the meter's manufacturing history, it was determined that the meter was manufactured before the process improvements were implemented. Meters manufactured before these improvements could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. Additional finding: iu observed that the arrows are faded from the rubber casing of the buttons. Failure analysis indicated that a defect with the inking application on the button assembly caused the graphics to appear faded. The customer's allegation of defective display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customers allegation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.